Event description:
Per the clinic, the patient experienced a lack of benefit with device use. A CT scan revealed that the electrode array was outside of the cochlea. The device was explanted (B)(6) 2015, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.